Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Customer experienced nausea, chest pain, tunnel vision and vomiting. The current blood glucose reading is 225 mg/dl. Hospital treated with manual injections. Nothing further reported.